Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), migraine ("migraines/ headaches"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), weight increased ("weight gain"), tooth disorder ("dental issues"), anxiety ("anxiety"), fatigue ("fatigue"), vomiting ("vomiting") and dizziness ("light headedness"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2013. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, migraine, dyspareunia, alopecia, weight increased, tooth disorder, anxiety, fatigue, vomiting and dizziness outcome was unknown. The reporter considered alopecia, anxiety, dizziness, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, migraine, pelvic pain, tooth disorder, vomiting and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.